Event description:
Customer reports lancet protrudes past the cap of the softclix plus device (unknown if before of after firing). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.